Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to restart and remained stuck on a black screen due to a system software/os corruption following an interrupted update, which also caused the device to appear offline in rss and led to drawer-related errors. A field service engineer (fse) reimaged station to version 1.8.0, after which configuration and inventory access were restored. Post-repair validation confirmed successful remote connectivity via rss, and customer testing verified that all drawers were functioning normally and accessible. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to restart and remained offline in rss. The customer reported pocket errors with auxiliary drawer 2.2 and unsuccessful attempts to recover storage space. A power cycle was performed; however, upon restart, the device was initiated updates and subsequently remained stuck on a blue screen displaying "restarting" for an extended period. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.